Event description:
Curved probe broke at distal end during surgery. No details on the break were reported. No surgical technique was provided. No pre or post-op x-rays were provided. No patient anatomy was provided. No harm or injury to the patient was reported. Speculative cause is misuse, however without proper information, cause is indeterminate.